Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen turned dark. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display, display board and system board were replaced to address the issue. In addition of the above evaluation, the device's front panel was replaced due to broken. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen turned dark. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display, display board and system board were replaced to address the issue. In addition of the above evaluation, the device's front panel was replaced due to broken. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The display, display board and system board were evaluated by the manufacturer's product investigation laboratory (pil) and found the display, display board and system board were functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator's screen turned dark. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.